Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a speaker replacement was needed. It was unknown if sound was present. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who requested a speaker replacement. A philips remote service engineer (rse) interviewed the customer who requested a speaker replacement. A good faith effort attempt conducted confirmed there was sound and the speaker malf. Message. Although the speaker was confirmed to have sound, it was replaced per current process. The investigation concludes that no further action is required at this time. Updated reporting decision: not reportable it was reported the speaker had sound. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
It was reported that a speaker replacement was needed. It was unknown if sound was present. It is unknown if the device was in use at time of event, and there was no adverse event reported.